Event description:
It was reported that at a follow-up appointment, the physician noted over-sensed noise from this subcutaneous implantable cardioverter defibrillator (s-ICD). As the patient's condition has significantly worsened and in light of the over-sensing, the physician elected to surgically explant the s-ICD system. A transvenous implantable system was subsequently implanted to resolve the event. No additional adverse patient effects were reported. It is unknown at this time if the s-ICD system will be returned for analysis.

Event description:
It was reported that at a follow-up appointment, the physician noted over-sensed noise from this subcutaneous implantable cardioverter defibrillator (s-ICD). As the patient's condition has significantly worsened and in light of the over-sensing, the physician elected to surgically explant the s-ICD system. A transvenous implantable system implant procedure was scheduled in early (B)(6) to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.